Event description:
It was reported that a user experienced a severe hypoglycemic event while driving, with a documented glucose nadir of 42 mg/dl. The user was wearing an ilet paired with a dexcom g7, remained on therapy throughout, and the ilet alerted for low glucose. Symptoms included weakness and confusion with transient unresponsiveness, consistent with neuroglycopenic effects of hypoglycemia. Outcomes included the need for bystander assistance and treatment by emergency medical services on scene without hospitalization, after which glucose recovered, and the user reported feeling well. Investigation included review of product-use history and available device and cgm data. Investigation of this case revealed no device malfunction was reported, and the event was associated with hypoglycemia of unclear cause, with a contributing scenario of possible unannounced meal leading to automated insulin delivery and subsequent low. It was concluded that the event was consistent with hypoglycemia with cause unclear, with the device functioning as designed and alerting; user factors and situational factors were contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.